Manufacturer narrative:
(B)(4). Evaluation summary: the device passed electrical and functional testing. Internal and external inspections were performed and the device passed. The pneumatic system was tested and was found to be working to specifications. Multiple short simulated therapies were performed successfully on the device. The event history log of the device was reviewed and confirmed the reported issue. The cause was determined to be a false empty detected and a use error, as the initial drain alarm setting was inappropriately programmed. The homechoice / homechoice pro apd systems patient at-home guide states in the warnings: "setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intra-peritoneal volume (iipv) situation." A review of the product family labeling will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter. The initial evaluation confirmed the reported condition but the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
It was reported that the home patient (hp) experienced an iipv issue with trouble breathing while performing peritoneal dialysis (pd) on the homechoice (hc) cycler. The hp contacted a baxter technical service representative (tsr) and stated they were having some trouble breathing while on the hc machine during use, while connected in fill 1. The tsr assisted the hp to arrow down to manual drain. The manual drain equaled 4019ml and the last fill volume equaled 2000ml. This meets iipv criteria (increased intraperitoneal volume). The tsr asked the hp how she was feeling and the hp stated she was feeling much better. The hp stated she was in initial drain but not sure how much it had drained and then started having breathing trouble while in fill 1. The tsr assisted the hp to end therapy. The hp disconnected from the device. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd). The hp would contact their pd nurse (pdn) and let pdn know what happened. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.